Event description:
During an unknown surgery, it was reported that the 6mm angioguard device could not be recalled into the sheath. The procedure was completed successfully when the surgeon then removed it directly with a higher force. There was no report of any patient injury. The device stored, handled, and prepped according to the IFU. There were no damages or other anomalies noted to the device or packaging prior to use. There were no particles suspected to have been blocking the device that could have been injected in the patient. The device will be returned for analysis and the sample is still in the follow up.

Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a physician experienced difficulty withdrawing a 6mm angioguard rx wire into its¿ capture sheath. The device was successfully with force and no reported patient injury. According to the site, the device was stored, handled and prepped according to the instructions for use (IFU). No damages were noted to the packaging or device prior to use. The physician experienced difficulty when attempting to capture the angioguard device but was able to do so with extra force. The procedure was successfully completed with no reported patient injury. One non sterile rx/6mm basket diameter/180cm was received inside a plastic bag. Filter basket was received deployed. Deployment wire showed unzipped condition in the capture sheath. Stent showed no damages. No other anomalies were found. Functional test could not be performed because the unzipped condition observed on the capture sheath. The filter basket was observed under microscope and no anomalies were observed on it. DHR review could not be performed due to the lot number was not provided. The product IFU instructs the user to collapse the filter basket by advancing the capture sheath until the distal capture sheath marker is adjacent to the proximal filter basket marker band. Using fluoroscopy, the user is to confirm filter basket closure by ensuring reduction of the diameter of the radiopaque strut marker bands. The IFU further instructs to not try removing the angioguard rx by only pulling on the capture sheath and to never pull the capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, the user is instructed to reposition the capture sheath to ensure that the filter basket is properly seated into the captured sheath. The user should remove the device by grasping the guidewire and capture sheath together near the hemovalve from the guiding catheter or sheath as a single unit. Care should be taken when pulling the basket through the open hemovalve to avoid potential release of captured emboli. The reported ¿capture system ¿ withdrawal difficulty¿ event could not be confirmed since functional testing could not be performed due to the unzipped condition of the device. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, procedural factors may have contributed to the reported event. Based on the analysis of the device, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.